Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a sigma spectrum pump over infused heparin to a patient. This event occurred in the trauma unit on a (B)(6) female patient with a diagnosis of pulmonary emboli. The pump was programmed with a weight based heparin infusion 25,000 units in 500ml (unknown weight/unknown solution) with a rate of 29ml/hr at 11:30. Approximately 6 hours into the infusion an air in line alarm was noted and the heparin IV bag was observed to be empty. The programming on the pump was reviewed and it displayed vtbi: 380ml and volume given: 120ml, this would indicate several hours remain to be infused. During this time a ptt (partial prothrombin time) blood test was drawn on the patient at 16:45 with a critical lab result of > 200. The heparin infusion was stopped and the coagulation team was called in to respond to the event. The heparin infusion was turned off for 2 hours. Ptt tests were drawn every 2 hours. Patient was restarted on heparin infusion protocol after second ptt test. The patients ptt stabilized with no further complications reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported over infusion of heparin which was not reproduced. The device was tested five times at the alleged failure rate with passing results in all runs. Additional flow testing including flow accuracy and flow over time was performed with passing results for all rates and durations. Physical inspection found the device to be within specifications and no additional issues were identified. The event history log was reviewed however did not provide any conclusive event information.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.